Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the displayed was defective therefore, replaced; thus, confirming the event reported. The display problem could have affected the device performance leading to the event experienced by the customer. The display was returned and visually inspected, and it was confirmed to be in good condition, including the electrical connector. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the screen displayed does not react. There were no patient complications, however, the event could not be completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a procedure, the screen displayed does not react. There were no patient complications, however, the event could not be completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the displayed was defective therefore, replaced; thus, confirming the event reported. The displaye problem could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the screen displayed does not react. There were no patient complications, however, the event could not be completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.